Manufacturer narrative:
The insulin pump motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime test, the excessive no delivery and displacement test due to constant motor error alarm. Device was received with scratched lcd window, cracked lcd window at top right corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer stated error occurred during prime. The blood glucose at the time of the incident was 312 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.